Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was received with operating currents within specification. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. Unit passed dat test at 0.08770 inches. No under delivery anomalies or displacement anomalies noted. The motor was tested outside of device and passed. Unit received with cracked reservoir tube lip, cracked belt clip slot and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer was hospitalized due to high blood glucose of 595mg/dl and diabetic ketoacidosis on (B)(6) 2018. Customer was treated with manual injection and intravenous insulin. Customer¿s current blood glucose was 286mg/dl. Customer was wearing insulin pump at time of hospitalization. Customer alleged for possible under delivery. Customer mentioned that insulin pump was exposed to body scanner. Customer states that drive support cap was normal and insulin exited at the qr. Customer¿s blood glucose at time of call was 210mg/dl. Insulin pump will not be return for analysis.